Event description:
Customer reported fluid/moisture exposure under the lcd display. The blood glucose reading was 489.6 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No traces of moisture were noted at the electronic, motor, or keypad assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.